Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient deceased. It was noted that the patient had presented for follow-up. Upon review, it was discovered that the right ventricular lead exhibited varying high voltage impedance. The physician decided to monitor and sent the patient home. A few days later, the patient had a ventricular fibrillation episode, no high voltage therapy was delivered, and the patient deceased.

Event description:
New information noted that the lead exhibited low impedance and insulation damage.